Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
The mother of the end user reported, while removing the wafer on her child she had difficulty removing the tape collar and as a result the child developed a red irritated area under the tape collar. According to the mother, there was a superficial breakdown of the skin under all four sides of the wafer. She states that she applied the wafer on a saturday and removed it on monday (dates not specified) by soaking the area in warm water and then peeling it back.

Manufacturer narrative:
Batch record review for lot # 5j01493 was performed and indicates no discrepancies. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according to the requirements. The results were documented in the product batch records. The product was packed and labeled according to specifications. No physical sample or photograph is expected. This issue will be monitored through the post market product market monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).